Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased pacing impedance measurements of 840 ohms in addition to chronic noise and oversensing that eventually resulted in pacing inhibition for greater than 2 seconds of asystole. The noise was unable to be reproduced. An invasive procedure was performed. The device and lead were explanted. During explant of the lead, the superior vena cava (svc) was torn and required surgical repair. Additionally, the patient suffered from a hemothorax. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.